Event description:
It was reported the single use ligating device's hook was stuck inside the channel and could not be pulled out. The issue occurred during a therapeutic tumor resection and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.